Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Customer alleged that the pump was delivering too much insulin via boluses, however despite multiple follow-up attempts by tandem technical support, customer did not upload pump data for investigation and the issue was unable to be confirmed. Low bg resulted in customer going to the emergency room (ER) and subsequent hospitalization where they were treated with intravenous fluids of saline and insulin. Customer had also consumed carbohydrates and was given field glucose by paramedics prior to going to the ER. Customer reported scrapes and bruises as a result of low bg. They were released from the hospital later that day.